Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change-out procedure due to eri, externalized conductors were suspected under fluoroscopy. There were no other electrical anomalies. Lead remained implanted and active. Patient will be followed normally. Based on the review of diagnostic images provided to st. Jude medical, the conductors do not appear to be externalized.